Manufacturer narrative:
H3) testing by MFR found a motor stall, with audible low pressure alarm, due to a fractured rotor. Replaced rotor. H6) codes added. Replace rotor. D9) date returned to MFR added.

Event description:
Report of alleged "motor stall. Unit did alarm low pressure. No patient harm."